Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that low impedances were detected. These contact pairs are not being used. Unknown if any factors led to the issue. They interrogated the system on 1/28/21. The issue was not yet resolved and no interventions were planned. Low impedances were noticed on bipolar contacts 8-11 and 0-1.